Event description:
Used 2 free style libre sensors lot # t60003449 and t60003442 both failed to operate the full 14 days lasted only 7 days each, failed to connect multiple times and the sugars shown was 90 points less than the original fingers stick test. Patient was monitoring high sugars due to steroid therapy, and ended up in hospital after one week for pancreatitis flare up due to high sugars. Cvs filled rx and reported recall on sensors but abbott freestyle libre customer service at 1833-815-4273 says that lot numbers were not affected. Just reporting that not only low sugars but high sugars readings and discrepancy in the sensor readings are affecting customers. Most insurance do not cover these products. Patient code: 1905, 4481. Device code: 1535, 2978. Reference report: mw5181136.